Event description:
It was reported that the right ventricular lead had high threshold. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed) , there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue present on helix and the lead was stretched.